Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. After the troubleshooting was done, customer was advised that at this time displacement test and manual prime were successful and motor alarm did recur. The customer was explained the alarm was caused by a connection issue. The customer was advised to monitor pump.